Event description:
It was reported that the device had an aborted episode due to noise. Noise was reproducible with isometric movement. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.